Event description:
A customer reported that the insulin gauge displayed a different amount than expected on their tandem mobi mobile app, with the app showing a fill estimate of 195 units while the cartridge contained 90 units. There was no adverse impact to the customer's blood glucose level. The customer was able to resolve the issue with the assistance of technical support by reloading the same cartridge, after which the discrepancy was corrected, and the issue was resolved.